Event description:
During insertion of the catheter into epidural needle with the threading assist device attached to the hub, the catheter became stuck.

Manufacturer narrative:
This is a retrospective report due to observation of FDA inspection conducted in (B)(6) 2012. We do not have info for brand name, model number, catalog number, and so on, as we are an (B)(6) supplier.